Manufacturer narrative:
(B)(4). Pump has to reset time/date and unexpected restart alarm after changing battery due to c13 voltage leak on interface board. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners and minor scratches on display window noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer states the insulin pump has cracks on the reservoir viewing window and crack on top of the battery compartment. It was also reported that insulin pump time and date would need to be reset with each battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.